Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing and searching the warsaw and international complaint database by lot code was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. The investigation could not draw any conclusions about the reported event based on the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.